Event description:
During receiving inspection, a failed power supply was found. The backup power supply remained functional. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.